Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment at the quick release in three infusion sets. The patient noticed high blood glucose level that she treated. She had three infusion sets that were defective. The site location was patient's right abdomen and the pump was on the opposite side of the infusion set in her bra. The infusion had been in use since two days before this report and infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.